Manufacturer narrative:
The results of this investigation concluded that an undetermined side of excised leaflet 2 and the inflow surface of leaflets 1 and 3 contained fibrous pannus ingrowth, narrowing the inflow diameter. All leaflets were fibrotically thickened, leaflet 1 contained focal outflow thrombus and leaflet 3 was torn. No inflammation or significant calcifications was found to be present. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the pannus, fibrin, thrombus or tear was due to an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. The cause for the reported event remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2012, a CABG and aortic valve replacement (avr) was performed and this 19 mm trifecta valve was implanted. In (B)(6) 2017, an echocardiogram revealed a peak gradient of 83.5 mmhg and a mean gradient of 51.3 mmhg. On (B)(6) 2017, re-do avr was performed due to aortic stenosis (as) and the valve was explanted. Upon explant of pannus was observed on the inflow side of the valve which led to narrowing of the inflow diameter. A 17 mm regent mechanical valve was implanted (model: 17agfn-756, s/n: unknown) was implanted. Per report, the surgeon assumed that this event was likely to be caused by the pannus formation.